Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the pacemaker was in the backup mode. The cause of the back up was noted to be code corruption. The device was successfully restored. The patient was stable throughout the event.